Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler with white reload stopped mid-travel due to an adjacent parenchymal staple. The issue occurred during mid-fire on a pulmonary artery. The customer noted that it should have been possible to force the fire or have the stapler itself continue to advance despite of running into a staple. The stapler would not be returned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the stapler instrument did not work at all. The fire stopped. The surgical task that was being performed at the time of the event was pulmonary artery resection. The surgeon encountered obstructions such as clips, staples, or other hard materials between the instrument jaws. The surgeon did not fire over an existing staple line but there was an adjacent parenchymal staple and the mid-fire. There was no available information on whether there was bleeding observed at the staple line or if there was unplanned tissue removal. The customer noted that the stapling issue resulted in malformed/unformed staples, exposed blades, and staples missing from the staple line. There were no holes/gaps in the staple line and no tissue stuck to the reload. The error/message that was generated when the stapling issue occurred was 'unable to complete fire'. The surgeon was able to resolve the device issue by using a non-isi stapler. Information on how the procedure was completed was not available. Information on if the reload and/or stapler is available for return to isi for evaluation was not available. The photos were requested for review.